Event description:
It was reported that the touchscreen freezes. There was no patient involvement when the event occurred, no patient or user harm reported. The customer reported that the touchscreen freezes during set up when making parameter changes. The remote support engineer (rse) advised the customer to clean the screen and performed a touchscreen calibration. The rse reported that if the calibration failed or problem persists, the touchscreen should be replaced to correct the issue. The rse advised replacing ui assembly if having lcd or backlight issues due to age of unit and likely 1st generation lcd in unit. Further information is pending.

Manufacturer narrative:
It was later reported that the device was calibrated, and it passed; however, the touchscreen began to drift again. The customer was provided with the part ID for user interface assembly. The customer was provided with instructions to resolve the reported issue; however, it could not be confirmed since the customer has not provided further information despite multiple attempts to obtain repair information or resolution. No part has been returned for failure investigation. If additional information becomes available at a later date, a supplemental report will be submitted.